Manufacturer narrative:
(B)(6). Results: photos were received and evaluated showing defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5064701 . Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 2 ml, 13 mm x 75 mm bd vacutainer® k2edta tube leaked blood after a blood collection. No serious injury or medical intervention reported.